Manufacturer narrative:
(B)(4). Additional information, including x-rays, operative notes and the explanted devices has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Unity revision after approximately 1 year and 7 months due to instability.

Manufacturer narrative:
Per -2384 final report this was the second revision of the right knee implant of the patient. Initial implant occurred on (B)(6) 2016. The first revision was already reported to the FDA as 9614209-2017-00079. The appropriate device details were provided for 2 devices. The relevant device manufacturing records were identified and reviewed. It was found that the devices conformed to material and dimensional specifications at the time of manufacture. No xray was available, the devices were not returned, but an operative note and a clinic letter were provided. In the clinic letter, dr (B)(6) blames the soft tissues for the instability. Based on the information provided the root cause is probably external, related to the patient soft tissue and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision after approximately 1 year and 7 months due to instability.